Manufacturer narrative:
The user facility was unable to return the implicated set for investigation. The retention sample from the reported lot was inspected and there were no anomalies or defects found. The manufacturing records of the associated lot were also reviewed and nothing notable was observed. The users were able to successfully complete the procedure after replacing the set. It was reported that the patient was not injured. Should additional information become available, a supplemental report will be submitted accordingly. We will continue to monitor and trend similar reports of this nature.

Event description:
Our distributor received a complaint from the user facility and relayed the following report: "during a case the solution keeps leaking out near the heater exchange. They have cleaned it once and resumed the procedure but the problem persists. Finally, it was solved eventually by replacing the set with their backup set. Hence, they would like to ask to have a replacement of the kit. They are not able to return the defected set since it is already contaminated by chemo solution."